Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative went to the customer's site and observed the reported problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant did not indicate that there was any patient involvement in the reported malfunction.